Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Blood glucose levels, symptoms, treatment and length of hospitalization were not reported. Three follow ups were attempted but no new information was provided. If additional information becomes available, a supplemental reported will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.